Event description:
It was reported that the patient underwent surgical intervention to explant an ambicor penile prosthesis (app) that would not inflate. There were no patient complications, and the patient is expected to fully recover.

Manufacturer narrative:
D6a: approximate date for implant.